Manufacturer narrative:
Performed field removal of product.

Event description:
MDR submission for (B)(4) product (B)(4) reported vial label is incorrect for part number and description per packaged product. Confirmed by lot check and dr-5340.